Event description:
(B)(4). Initial information received from a physician on (B)(6) 2008, who reported 3 cases. This report corresponds to case 1 of 3 (associated cases are (B)(4), and (B)(4)): a female patient, age not specified, is receiving poly-l-lactic acid (sculptra), therapy dates unknown, for a very gaunt face. The number of poly-l-lactic acid treatments received, and treatment dates were not specified. It was reported that she had a reasonable response to poly-l-lactic acid. The patient reported a "bluish tinge to the cheeks." The physician stated that the event was "not immediately after the injection-not like post-op bruising." Also, stated as "not immediately post-op. It is not due to bruising." The event "is in the sub-malar, in the lower half of the cheek but not into the jowl." The report indicated that 2 of the 3 patients experienced the event after the second treatment. It was not specified if this patient were 1 of those 2 patients. The treatments are continuing. Medical history was not provided. Concomitant medications were not provided. No further relevant information reported.

Manufacturer narrative:
Additional information for poly-l-lactic acid injectable (sculptra) (lot number/expiration date unknown,) from product technical complaint report case ID (B)(4) dated (B)(6) 2008, received by (B)(6) on (B)(6) 2008: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.